Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5 was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 failed to open. A field service engineer (fse) removed the back panel and accessed the drawer using the emergency release lever. It was found that the drawer was not detecting open and close actions. The fse replaced the position sensor, but the issue persisted. Subsequently, the open/close latch sensor was also replaced, yet the problem remained unresolved. The module control board was then replaced, but the issue still continued. After reseating both replaced sensors, all indicator lights on the module control board displayed normally. The station was allowed to boot up, and the fse logged into the hardware test application (hta). All pockets in the drawer were tested, lids were popped and pockets released successfully. The hta test tool was run, which performed a successful inventory count. Finally, the station was reseated to complete the repair. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5 was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.